Manufacturer narrative:
Cynosure was unable to obtain any injury impact or treatment details about the event since the customer site was unresponsive to multiple attempts at contact. The service technician inspected the unit and found the device to be secured/tightened and operating within laser specification. The customer did state that connections in the device's arm were not tightened/secured during the laser procedure, so user error contributed to this event. Since the customer site complained of the laser firing upon the operator's neck, this event is then reportable to the FDA as an aro (accidental radiation occurrence) related injury.

Event description:
During a laser procedure, the device arm had come loose and delivered energy onto the operator's neck.